Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients log files were sent for review and displayed a transient driveline disconnect alarm (B)(6) 2022 at 4:47 pm where it appeared the driveline was momentarily disconnected from the controller causing a pump stop event. Related manufacturer reference report: 2916596-2022-11367.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2022, per the timestamps. The file captured a momentary driveline disconnect and subsequent pump stop event on (B)(6)2022. This event was associated with driveline disconnect, low speed advisory, low speed hazard, and low flow hazard alarms. The driveline was reconnected shortly after, and the pump appeared to operate at or above the low speed limit for the remaining duration of the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate ii lvas instructions for use (IFU) states that if the driveline disconnects from the system controller, the pump stops. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, the IFU and heartmate ii patient handbook outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii patient handbook rev. C, are currently available. Section 2 of the IFU, "system operations", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.